Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "at end of prone surgery when turning supine, patient bit on the reinforced tube resulting in complete occlusion of the airway. Cuff deflated as soon as possible but patient became hypoxic, probably due to negative pressure pulmonary oedema. On examination after extubation the reinforcement of the tube is thin and ineffective so the tube kinks completely, defeating the object of using reinforced tube". As a result, the "patient required overnight admission to hospital and supplemental oxygen."